Manufacturer narrative:
It was reported that the solero unit involved in the incident is available to be returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A distributor reported that this solero generator experienced an "error 0001." This occurred during preparation and the procedure was aborted due to another same device not being available. The ronetix card will need to be replaced. The patient was sedated prior to aborting the procedure but there was no harm or adverse event reported by the end user. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation. This event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation, and no treatment was provided. There was no report of permanent patient harm or injury.

Manufacturer narrative:
Returned for evaluation was solero generator (sn (B)(6)) . During functional testing of the unit, error 0001 was received. The reported complaint description is confirmed for error 0001. Unit was returned for routine service, during functional testing, error 0001 appeared. The root cause for the error 0001 was determined to be a defective ronetix card, which was replaced. This is the first reported error of this unit for error 0001. This is the first time the ronetix card has been replaced. The unit was tested with the new ronetix card and met all acceptance criteria. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual (16750970-21), which is supplied to the user with this unit contains the following statements: 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).